Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, customer continued to use the pump for insulin therapy and also had manual injections available. There was no adverse impact to the customer¿s blood glucose level.